Manufacturer narrative:
Date of explant - (B)(6) 2017.

Event description:
It was reported that a pacer dependent patient presented for an endoscopic procedure and the anesthesiologist noticed inadequate pacing. The patient was tested with a holter monitor and there were several inappropriate pauses in ventricular pacing due to oversensing of noise. The patient was brought into clinic on (B)(6) 2017, for further tests. There were no abnormalities during testing. The pulse generator was explanted and replaced. The ventricular lead was capped and replaced on (B)(6) 2017. The patient was stable prior, during and after the procedure.

Manufacturer narrative:
Correction: should have been (B)(6) 2017 rather than blank. The reported field event of output anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.